Event description:
The customer reported there is no sound being produced by the speaker on their intellivue mp30 patient monitor. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported there is no sound being produced by the speaker on their intellivue mp30 patient monitor. It is unknown if the device was in clinical use. There was no adverse event reported.